Manufacturer narrative:
H3: analysis of the implantable neurostimulator found a software or firmware anomaly cause unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative initially interrogated the ins just before starting the case and initiated the ins warranty but did not program anything; she then exited the tablet session. Intraop, she interrogated ins and she noticed that when navigating around between tabs that the tablet seemed "glitchy" in the sense that it would freeze up briefly but then allow her to continue. At this time, the physician was ready to close up the patient. A connectivity check was initiated at which point the tablet display froze and the manufacturer representative couldn't do anything on the screen. The manufacturer representative shut down the tablet and attempted to reconnect with the implantable neurostimulator. When tablet was trying to reconnect with and the progression on the screen was at 98 or 99%, she saw system error 0x7f64e2a2. This system error also had the number 4101 with the code. The tablet continued to show this error upon interrogation attempts, and they were not able to communicate with the vanta ins. The rep retried multiple times. Rep rebooted the tablet and communicator and still would get system error 0x7f64e2a2. They physician decided to implant another implantable neurostimulator and there were further issues and patient is doing well. The manufacturer representative tried to connect with the implantable neurostimulator again post-op before sending it back for analysis, and she was not able to.